Event description:
It was reported that the patient was having difficulty charging the ipg. It appeared that the ipg was implanted a bit too deep to establish connection to the charger. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.